Event description:
Customer was taken to the ER due to high blood glucose levels. Customer changed her infusion set prior to hospitalization but her blood glucose continued high. Troubleshooting was not performed. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.